Event description:
Medtronic received information through literature review of machi p, costalat v, lobotesis k. Solitaire fr thrombectomy system: immediate results in 56 consecutive acute ischemic stroke patients. J neurointervent surg 2012;4:62e66. 56 patients were treated with solitaire fr (maximum of 5 passes were made with the stent). The mean patient main age was 67. 5 of 56 patients were reported to have experienced procedure related complications. First complication was a thromboembolic complication that occurred during basilar artery clot retrieval through a right vertebral artery approach. The thrombus fragmentation was the suspected mechanism of a subsequent right posterior inferior cerebellar artery occlusion that resulted in a cerebellar infarction. The second thromboembolic event occurred during clot removal in a case of terminal carotid and mca (middle cerebral artery) thrombosis and consisted of an anterior cerebral artery occlusion. The third and fourth complications were procedure related in which asymptomatic subarachnoid hemorrhages were recorded. The fifth complication was a post procedural intracerebral hemorrhage (ich) ph2. Procedural angiographic control did not reveal contrast medium extravasation and the postoperative CT (computed tomography) scan did not demonstrate any hemorrhagic event. However, 24 hour post op CT revealed a large intraparenchymal hematoma in the left mca territory. The hematoma did not require surgical evacuation and the patient was discharged in a stable condition with nihss 20. The sixth procedural event was vasospasm and it was noted to have occurred in 18 of the 56 patients following clot retrieval, which resolved after intra-arterial injection of nimodipine (2 mg in 10 ml). No particular device malfunctions were reported by the author.

Manufacturer narrative:
The report was created to capture the complications. The article can be found at: http://jnis.bmj.com/content/4/1/62.full.pdf. The devices involved in the event have not been returned for evaluation and no correspondence has been received regarding the devices. The lot history record reviews were not possible as the lot numbers were not reported. (B)(4).